Event description:
Subsequent to the initial report filing, additional information was received stating that there was no noticeable resistance between the two devices, however, the lesion was extremely tight. Another guide wire had been exchanged for the command guide wire during the case, prior to the issue being noted. The procedure was then continued and the command guide wire was able to be advanced into the lumen of the armada balloon. It appeared to go down the center of the lumen and the armada balloon was inflated without issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was located in the distal peroneal artery. During use of the ht command es guide wire and the armada 14 balloon catheter, it appeared under fluoroscopy as though the ht command es guide wire had penetrated through the side of the armada 14 balloon catheter. The guide wire appeared to be off to the side slightly and did not appear to be in the center lumen of the balloon catheter. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.